Event description:
The clinic reported that a laser vision correction patient who received prk (photorefractive keratectomy) treatments presented with corneal ectasia in each eye. The doctor noted that there was a great increase in astigmatism and thin spots on the topography. The diagnosis was approximately 4 1/2 years after the initial treatment. The patient is currently correctable to 20/20 in each eye. The patient was referred to a specialist for further evaluation and treatment.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and does not request or require field service or clinical support.